Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following stenting, a 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, due to resistance and calcification, the device failed to cross the lesion and the shaft was broke off. The procedure was completed with the same other device. There were no patient complications reported, and the patient was in stable condition.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following stenting, a 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, due to resistance and calcification, the device failed to cross the lesion and the shaft was broke off. The procedure was completed with the same other device. There were no patient complications reported, and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon with blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device presented no shaft detachment or damage to the shaft; however, it was revealed that there was a hole in the balloon 7mm distal of the proximal markerband and numerous kinks in the hypotube. Product analysis did not confirm the reported shaft detachment, as the shaft was not detached. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. However, the confirmed damage was most likely due to procedural factors when trying to cross the lesion.